Event description:
Same case as 2134265-2014-02193 and 2134265-2014-02192. It was reported that automatic pullback failure occurred. The motor drive unit did not pullback and lcd display was normal. No error messages were noted. No patient was involved.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. Functional testing revealed that the device meets specifications. In addition, the unit successfully underwent a continuous burn-out for 5 hrs. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-02193 and 2134265-2014-02192. It was reported that automatic pullback failure occurred. The motor drive unit did not pullback and lcd display was normal. No error messages were noted. No patient was involved.

Manufacturer narrative:
(B)(4).